Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest event on or about (B)(6) 2012, was placed on life support and subsequently expired on or about (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products.